Event description:
Note: hospital submitted their report on 11/24/2008 and letter arrived to lemaitre vascular on 12/01/2008. Surgeon noted defect in carotid shunt just prior to use. There was too much adhesive between balloon connection and tubing. Replacement shunt was obtained and used.

Manufacturer narrative:
The shunt tubing was examined for excessive adhesive. We were not able to confirm that there was excessive adhesive. The visual inspection displayed that the shunt would be considered acceptable as a finished good for release.